Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report a motor error alarm on his insulin pump during bolus. Another alarm occured during filling. Blood glucose reading was 95 mg/dl. Discovered a protruded drive support cap during troubleshooting. Customer stated that he has dropped the pump multiple times before. Advised customer that a replacement insulin pump will be sent and revert to backup plan. Nothing further reported.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a faulty force sensor resistor. The device passed the displacement, rewind, basic occlusion, occlusion, excessive no delivery and motor tests. A scratched display window, missing end cap sticker and cracked reservoir tube lip noted.